Event description:
When opening sterile supplies for scheduled surgical case, the scrubbed tech checked supplies and a 5-8 mm cannula seal lot l80221207 ref 470361 was malfunctioned. The grey sealing knob on the side of product would not properly close which would allow air to leak from seal. Seal was exchanged with a properly working seal before patient came back to or for surgical case.